Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient was treated with intraperitoneal (ip) injection fortum (2 gm, daily for a fourteen day course) and ip injection vancomycin (1 gm, every sixth day for a fourteen day course) for peritonitis. Three days after event onset, the patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.